Event description:
A customer observed negatively biased qc results on the dt60 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event revealed that the fors unit was out of specification. Field service is scheduled but has not been performed as of the date of this report. The root cause of the event was instrument related.